Manufacturer narrative:
The device was returned to olympus for evaluation where service was not able to confirm the customer's complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source had error code e200. The issue was found during preparation for use and the device was inspected before use. The intended procedure was completed with continued use of the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿e200 error¿ was confirmed. It was determined that the event was due to the wear of the turret. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.